Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms. Issue occurred during first time use of the pump. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose level was 143 mg/dl. Reportedly, the customer had an alternate pump, and manual injections available for insulin therapy.